Event description:
Medtronic received information that the distal tip of this cannula split at the point between the bend of the distal tip and the wirewound area. It was reported that this event occurred during the case. The cannula was replaced without consequence to the pt.

Manufacturer narrative:
Analysis: analysis of the returned device shows a split in the cannula body, near the distal tip. The split occurred 1 1/2" from tip end in spring wind area, just below the suture collar. The split was approx 80% around the circumference of cannula. The wall thickness in the cut area appeared to be consistent with no signs of thin or deformed wall surfaces. It was also observed that the tip end diameter appears somewhat egg shaped. It is possible that this area was pinched or clamped as 3 small cracks were noted at this location. Conclusion: reduced performance of the device occurred and is related to the event. Analysis suggests that this split likely occurred as a result of the cannula being pinched or clamped at this area, evidenced by the small cracks and egg shaping of the cannula. A review of complaints on this product model notes no similar reported cases. Medtronic continues to monitor field performance to detect similar events. The cannula was replaced without reported pt complication.